Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) called to review with technical services (ts) the potential for inappropriate shock with transcutaneous electrical nerve stimulation. This patient then mentioned a few years ago their implanted device shocked them accidentally. This crt-d remains in service. No adverse patient effects were reported.